Event description:
Additional information received from the consumer reported that the patient was requesting additional help with their pump and battery that had failed. The insurance still wasn't going to help pay for a new pump or have the old one removed. The patient's follow-up physician would not see the patient because of the patient's issues with the insurance company. The patient reported they were still disabled with unbearable pain.

Event description:
Information was received from a consumer regarding a patient who received clonidine (unknown concentration, 30.62mcg/day), bupivacaine (unknown concentration, 4.899mg/day), and dilaudid (unknown concentration, 9.185mg/day) in an implantable pump for non-malignant pain and failed back surgery syndrome. The pump was alarming and had "eof." The patient clarified "eos" (patient thought the correct term was eof). The pump began beeping on (B)(6) 2016 (noted the patient had hearing problems). The patient's family reported hearing a longer beep, which sounded "deeper" than the non-critical alarm. The patient was informed by the healthcare provider (hcp) at the last appointment there was one month until end-of-service (eos). The appointment was over 2.5 weeks ago. The patient was currently in litigation with the insurance company to cover the cost of a replacement pump. It was further stated the dose was recently increased due to the insurance not covering oral medications. The patient was in "bad shape" and did not think it was possible to be in more agony, but felt worse. The symptoms started suddenly on (B)(6) 2016. The patient was in more pain and it had him "wigging out." The patient was redirected to the hcp to have the pump read and confirm the alarm. On 2016-07-15 additional information was received from a consumer. Approximately a week ago the patient "walking around like a fish" and "my body was freaking out". The patient had "knots in my stomach" and was ¿flopping around like a fish¿. The patient assumed the pump was empty but indicated "I don¿t know, I don¿t have that kind of addictive personality". The pump was getting ready to die. Insurance denied paying for his medications for over a year and for a pump replacement. The patient planned to follow up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.